Event description:
It was reported that the ilet user experienced elevated blood glucose after dinner and believed the pump was malfunctioning, though the device appeared to function as intended according to observations and trend data. Symptoms included hyperglycemia with a peak around 181 mg/dl and no associated signs or symptoms reported. Outcomes included correction dosing with subsequent stabilization and a downward trend to 163 mg/dl, no alerts or alarms, no emergency treatment, and no hospitalization. Investigation included phone-based troubleshooting, review of pump performance and glucose trends, and education on accurate meal announcements. Investigation of this case revealed that the event was consistent with an underestimation of carbohydrate intake and an insufficient dinner meal announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically incorrect meal size entry, caused the event.